Manufacturer narrative:
Explant surgery cancelled. No information available.

Event description:
Alleged deflation.

Manufacturer narrative:
Physician statement: doctor confirmed deflation left implant.

Event description:
Alleged deflation.